Event description:
It was reported that a malfunction occurred on the pump, with a specific code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without any recurrence of the malfunction.